Event description:
It was reported that this right ventricular (rv) lead was fractured, therefore, a lead revision was performed and was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead returned in two segments, severed, 26.2 cm from the terminal end. Detailed analysis confirmed that the outer conductor coil had a break approximately 25.4 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage.

Event description:
It was reported that this right ventricular (rv) lead was fractured, therefore, a lead revision was performed and was explanted and replaced. No additional adverse patient effects were reported.